Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 13, 2016.

Event description:
Per the clinic, the patient developed an infection at implant site resulting in extrusion of the receiver-stimulator, however the issue did not resolve. The device was explanted on (B)(6) 2016, reimplantation is planned but has not taken place as of the date of this report july 13, 2016.